Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains sepsis as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to sepsis. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a clinical study patient was admitted to the hospital from (B)(6) 2015 with vague symptoms of fatigue, vomiting, diarrhea, black tarry stools and epitaxis. Blood cultures done on (B)(6) 2015 were positive for gram negative rods and pseudomonas aeruginosa. The patient's max temperature was 101.8f post vancomycin infusion with rigors. There were no labs or vital signs at the beginning of symptoms. Patient was treated for symptoms for 4-6 weeks on antibiotic therapy and was given lifetime suppressive therapy. The antibiotics given to the patient was azithromycin 500mg q 24 (B)(6); cefepime 2gm x1 (B)(6); gentamicin 400mg q24 (B)(6); gentamicin 200mg (B)(6);linezolid 600mg q12hrs (B)(6);meropenem 2gm IV q 6 (B)(6);metronidazole 500mg (B)(6) q 8;vancomycin 2gm IV q12 (B)(6). No temperature or lab results at the resolution.